Event description:
It was reported that the patient's device was explanted due to an ear infection that was being monitored. Once more information is available, a supplemental report will be submitted.